Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had a power issue meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) followed up with the patient. The patient stated that the alleged product issue began on (B)(6) 2016. The patient manages her diabetes with oral medications, diet and /or exercise and continued with her usual dose including sliding scale of metformin 500mg as a result of the alleged issue. The patient claimed that 5 hours after the alleged product issue began she developed the symptoms of thirsty which she associated with a high blood glucose excursion. The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. In addition cca noted that when the patient pressed the power button or inserted a new test strip the meter did not power on. Based on the information provided, the meters battery needed to be replaced. The patient did not have a replacement battery. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.